Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received unexpected restart alarm. The customer states they also had constant tone. The customer was calling back after having reset the pump, but the issues persist. The customer's blood glucose level at the time of incident was unknown.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarms or loss of memory noted. The insulin pump was monitored and no constant tone noted. The insulin pump had missing end cap sticker, cracked case at the reservoir tube window corners and minor scratches on the lcd window.